Manufacturer narrative:
Other applicable components are: product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that there was a revision of the cable on (B)(6) 2016 due to the patient not being able to move their head in a full range; the device was repositioned. The etiology was noted as unlikely/unrelated to surgery, unlikely/unrelated to stimulation, possibly related to the system, unlikely/unrelated to medication, and possibly related to a pre-existing/underlying condition. The event resulted in surgical intervention to prevent permanent impairment to a body function or body structure. The event was considered completely resolved on (B)(6) 2013. No further complications were reported/anticipated